Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal. The device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2023. Review of the download data, indicates the patient received an appropriate treatment. At 14:20:59 the patient is seen in vt @ 150 bpm self-converting to sinus tachycardia @ 120 bpm at 14:22:22. At 14:26:30, the patient is then seen in af with rvr @ 150 bpm obscured by motion artifact transitioning to vt @ 190 bpm obscured by motion artifact and electrode lead falloff. Motion artifact and electrode lead falloff prevented the lifevest from treating the patient. From 14:27:10 to 14:36:37, vt was visible during the arrhythmia detection. Motion artifact and rb use prevented the lifevest from treating the patient. At 14:38:27, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment event was vt @ 160 bpm obscured by motion artifact. The patient¿s post-shock rhythm was sinus bradycardia from 30-20 bpm with hb. The patient is last seen in sinus bradycardia @ 25 bpm with hb and motion artifact until 14:45:45. No discernable rhythm can be seen after this due to motion artifact and electrode lead falloff until the electrode belt was disconnected at 14:46:54. On (B)(6) 2023 the electrode belt was disconnected at 14:46:54. The patient passed away on (B)(6) 2023.